Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device powered cycled while trying to charge for defibrillation on a patient. As a result defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however the customer confirmed there was no adverse patient outcome.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered cycled while trying to charge for defibrillation on a patient. As a result defibrillation therapy may be delayed or would not be available if needed. This issue is patient related; however the customer confirmed there was no adverse patient outcome.